Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Bio med just replaced a faulty cf card on the logic board, but did not know how to flash the software onto the unit. Had him go to the folder on his computer with the poc files. Let him know he would need some cf cards and a card reader to transfer the polo, main processor, and fcc wireless to these cards. Gave him instructions on how to flash the unit using the cf cards.